Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had partial display and experienced high blood glucose level. The customer¿s blood glucose level was 270 mg/dl. Customer stated screen is blank/black film and unable to be seen . The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Device powered up properly after the test battery was installed. Unit was monitored for 3 days. No blank display or missing or partial display noted. No damage noted on the display widow. No display anomaly noted during testing. No moisture damage noted on the electronic assembly.